Event description:
It was reported that bio-med identified a spontaneous shut down message, "to turn off press hold red stop", while the equipment was being set up for use. The perfusionist decided to not use the equipment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop caution message being displayed on the centrimag system was confirmed via the log file. The log file captured the system operating around the set speed on 13jul2025. On this date, a pump stop caution message was observed which appeared to be consistent with the pump stop button being pressed. The caution message did not last long enough to trigger a pump stop and resolved within approximately ~3 seconds (the pump stop button has to be held down for 5 seconds to stop the pump). The system was observed to have been manually shut down shortly after this event, and the console was power cycled a few more times throughout the remainder of the data. No other notable events were observed. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot and was found to perform as intended. No atypical messages or alerts were observed throughout testing, and the serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (section 6.7.3 ¿features of the console, monitor, and flow probes¿) instructs users how to stop the pump using the emergency pump stop button. An audio alarm will sound while the keypad is depressed, indicating that the pump will be stopped soon. No further information was provided. The manufacturer is closing the file on this event.